Manufacturer narrative:
Batch review performed on (B)(6) 2021: lot 2001809: 43 items manufactured and released on (B)(6) 2020. Expiration date: 2025-07-10. No anomalies found related to the problem. To date, 29 items of the same lot have been already sold without any other similar reported event another device involved: batch review performed on (B)(6) 2021: reverse shoulder system 04.01.0124 humeral reverse hc liner ø39/+6mm (k170452)lot. 175050: 52 items manufactured and released on (B)(6) 2017. Expiration date: 2022-09-07. No anomalies found related to the problem. To date, 33 items of the same lot have been already sold with two other similar reported events.

Event description:
The patient came in reporting pain 1 month after the primary surgery. X-rays indicated that the patient had a dislocation of the glenosphere from the liner. The surgeon placed the patient under anesthesia and reduced the shoulder, and the shoulder seemed stable afterward.